Event description:
Pt developed diabetic ketoacidosis and was admitted to hosp. Blood glucose meter at home recorded 72, and when admitted blood glucose was greater than 300 (per lab results from hosp).